Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient received multiple shocks due to noise on the right ventricular (rv) lead and that this was reproduced with isometrics. It was confirmed that the lead was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.